Manufacturer narrative:
Correction: device manufacture date- nov 18, 2013 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the objective (ob) lens adhesive was peeling. This is attributed to physical or chemical stress. Other observations for the device are: distal end rubber coating (a-rubber) has a scratch and pinhole; a-rubber adhesive is chipping; and insufficient angle. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an air leakage. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the objective (ob) lens adhesive was peeling. This is attributed to physical or chemical stress. This medwatch is being submitted for the reportable issue of ob lens adhesive peeling as observed during device evaluation.